Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to a perivalvular leak. Per the op report, this patient had a heavily fibrotic and calcified native aortic valve. The patient had a very oblong annulus and visualization was difficulty through the mis position; however it was felt adequate for placement of the sutures and edwards bioprosthetic valve; however, on removal of the crossclamp, there was a perivalvular leak which was felt to be best served with re-replacement and secondary to the poor visualization, it was felt the patient would best be served with an open sternotomy revision. A new edwards bioprosthetic valve was then implanted (same model/size). At the conclusion, there was a well-seated aortic valve prosthesis with good ventricular function.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report documents a heavily calcified native aortic valve. Unfortunately, the root cause of this event cannot confirmed with the available information and without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.